Event description:
The physician reported that his handheld has a frozen screen problem each time it interrogates with the wand and generator. The wand battery was checked and handheld resets were performed. Troubleshooting was performed, but there were no results. Follow up found that the wand was confirmed to be working fine. The issue was first observed on (B)(6), 2013. Although resets were performed, the screen froze each time it was interrogated. The handheld, flashcard, and power cable were returned.no other information has been provided.